Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a complete separation at the collar, with a kink in the hypotube located 21 cm from the strain relief, kinks in the distal shaft located 6.5 cm and 10 cm from the tip, and damage to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.bsc ID: a00683322tw#: 4853687

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that difficulty crossing lesion occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified mid left circumflex artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the guidezilla was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, device analysis revealed a complete separation of the collar.